Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated february 8, 2010, therefore, this report requires a 5 day MDR based on this new information.

Event description:
Procedure type: hernia. According to the reporter: made loud racketing sound when fired that was not normal. Another device of the same kind was used. No patient injury reported.